Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) had no radiofrequency (rf) telemetry. The patient was asymptomatic. The pm was successfully reprogrammed. The patient was stable throughout procedure.